Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a nc quantum apex balloon catheter with the original box and a hoop. The batch number on the returned packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen and in the balloon. Examination under magnification revealed a balloon pinhole 4mm distal of the proximal markerband and scratches on the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery (lad). After a promus element plus stent was deployed at the lesion, the physician selected a 20mm x 3.00mm nc quantum apex¿ balloon catheter for post-dilatation. However, on the first inflation, the balloon ruptured at 16 atmospheres. The device was removed intact and the procedure was completed with a non-bsc device. No patient complications were reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery (lad). After a promus element plus stent was deployed at the lesion, the physician selected a 20mm x 3.00mm nc quantum apex balloon catheter for post-dilatation. However, on the first inflation, the balloon ruptured at 16 atmospheres. The device was removed intact and the procedure was completed with a non-bsc device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
(B)(4).